Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be determined. The product was not returned. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(6) 2011, (B)(6) 2011, (B)(6) 2011 and (B)(6) 2011 by phone, fax, and mail. Add'l info was received in a follow up phone call on (B)(6) 2011. A completed questionnaire was received on (B)(6) 2011 . (B)(4).

Event description:
A consumer's spouse reported his wife's vision had not improved following bilateral intraocular lens (iol) implant surgery. In a follow up phone call with the surgeon, it was reported by the technician that the pt has a history of dry eyes, band keratopathy, corneal erosions, and anterior basement membrane dystrophy. In a follow up, the surgeon reported the pt had punctal plugs placed to help treat the dry eyes. The surgeon reported the pt had residual astigmatism. Posterior capsule opacification had been observed and a yag laser procedure performed. In the opinion of the surgeon, the device did not cause or contribute to the event. There are two medical device reports associated with this event. This report is for the right eye.